Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that an ar-6480 pump was having pressure issues and insufflation error messages, causing the patient's arm to be swollen. This was discovered during use in a rotator cuff procedure. The error messages presented was "overpressure, pressure fault, no shaver detected." The arthrex pump tubing was used and swapped after the error message appeared but the error messages persisted. The rotator cuff procedure was then aborted after about 30 minutes, due to this error messages.